Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, reflux, pressure flow, and preimplantation testing. The valve did not meet requirements for leak testing due to a tear in the side of the delta chamber. It is unknown how or when this damage occurred. The IFU cautions that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ the IFU also cautions that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, crushing or breaking of components.¿ proteinaceous debris was observed within the interior and exterior of the valve. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient was implanted due to a subarachnoid hemorrhage. According to the report, six days after implant, the device was found to be leaking. It was also reported that the patient had developed an infection and was in a coma. The system was explanted. As of early (B)(6), the patient still had an infection, was receiving anti-infection treatment and in a coma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that there was no allegation that the device caused or contributed to the patient's infection or coma. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.